Manufacturer narrative:
(B)(4) date sent: 8/6/2021 additional information: this is an analysis for a photo of a gst45b submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: that there is a color variation on the printed tyvek, however the art work printed appears to comply with j&j standards. Based on the photo the event describe packaging identification confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: only event year known: 2021. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified.

Event description:
It was reported that there is color variation of the external package from the same batch of products. Even the printed words are not clear. There were no patient consequences reported.